Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-07-2024 patient reported that the infusion set tubing was leaking at the site. The infusion set was in use for 2 days. Blood glucose level at the time of event was noticed 351 mg/dl no further information was available..